Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon device interrogation, the implantable cardioverter defibrillator exhibited charge timeout alert. A capacitor maintenance test performed also timed-out and an audible ¿pop¿ was heard during charging. The patient presented on (B)(6) 2018 for replacement procedure. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.